Event description:
After MRI, pt (patient) complained of a burning sensation over the left side. MRI tech looked at the area and saw an EKG sticker. After removal of electrode, there was a skin integrity sore (raised intact bulla) where the sticker was removed. The EKG lead was looked up by the vendor product manager and deemed to be MRI safe. Woc (wound, ostomy, continence) is following the wound.